Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was evidence that the implantable pulse generator (ipg) may have had a pause in pacing. The device remains in use and is expected to be reprogrammed. No patient complications have been reported as a result of this event.